Event description:
It was reported that customer experienced charging issue where pump took longer to charge. There was no reported impact to the customer¿s blood glucose level. Case was created later for documentation purposes only, and no additional troubleshooting or corrective actions were taken.